Event description:
Device issue: difficulty recovering the epd. Time of device issue: during the procedure. Adverse event: none. It was reported that during a right internal carotid artery stenting procedure, during emboshield embolic protection device (epd) recovery, in a severely tortuous vessel, multiple attempts were made to recover the epd, but the recovery catheter could not get through the tortuosity. The head and neck were manipulated as well as additional post stent ballooning, but neither intervention straightened the vessel enough to pass the recovery catheter through. A second unplanned, non-abbott stent was placed, straightening the vessel and the epd was then successfully recovered. There was no adverse patient sequela reported. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the product used during the procedure was not returned which could have aided in the determination of the cause. The difficulty experienced can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, and accessory device support. There is no indication of a product quality deficiency. Based on available information, a conclusive cause could not be determined, however, the severe tortuosity of the vessel could have been contributed to the event. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) for this lot. All catheters are inspected during the final inspection to ensure the product structure and integrity. In addition, samples form each lot are visually, dimensionally and functionally inspected.